Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of "hi" (>600mg/dl) with vomiting, rapid/deep breathing, and large ketones associated with a call service 064 alarm issue. The patient was reportedly treated in a doctor's office with insulin injection(s) and discontinued the pump. The reporter stated that multiple call service 064 alarms had occurred during bolus delivery and during rewind and load steps. During troubleshooting, it was noted that multiple occlusion alarms had occurred prior to the call service alarms. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring call service alarm issue.